Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the patient presented to the surgeon stating that a toric icl had been implanted at another facility and had rotated. No additional information is able to be obtained.

Manufacturer narrative:
Corrected data: (B)(4).